Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported during implant of the leadless implantable pulse generator (ipg), the operator encountered significant resistance while delivering the introducer sheath. Despite repeated angiography and multiple attempts to deliver, after half an hour, it was still impossible to insert the big sheath into the right atrium. After multidimensional angiography of the patient's blood vessels, the operator determined that it was impossible to continue advancing the sheath. Upon withdrawing the sheath, it was found that the sheath core was bent and deformed. The introducer was attempted/not used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the introducer was returned and analyzed. The distal seal of the delivery system introducer was torn. There was a mechanical issue with the dilator of the delivery system introducer. Visual analysis of the introducer indicated damage during use. The analyst noted the introducer was returned with the dilator fully inserted in the sheath of the introducer. The distal tip of the dilator was slightly bent at 5 cm from the distal end of the dilator. There were no anomalies of bending or kinks on the sheath of the introducer. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.